Event description:
It was observed during the device evaluation that the small intestinal videoscope experienced image disappearance during angulation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to damage on charged couple device unit, the image disappears during angulation in right left directions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.